Event description:
International customer reports that the drain kinked and twisted as the pt was ambulating resulting in a failure of the device to drain. The pt subsequently developed a seroma. The pt was returned to surgery three times to drain the seroma.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.